Event description:
The resident was suturing using the needle (needle style mayo 1/2 taper) when he noticed that it was accidentally broken. There was a part of needle that was missing in it. The surgeon was called and notified. The xray was called and was performed. Flat plate was also performed after the procedure was done for final imaging.